Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv, mcol mg,3.7mm,16m (tsvmb16) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed for the reported event (allergic reaction). Measurements were taken using cal3845. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history record (DHR) review for the lot (1233788) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233788) for similar events (complaint category keywords: medical: allergic reaction) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported allergic reaction to titanium and was removed. Discomfort and headache were reported as a result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.